Event description:
A (B)(4) of patients had mild side effects/complications with sns. Devices and leads were explanted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).